Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ unknown date in 1991. Manufacture date ¿ ni. Device not released by hospital.

Event description:
Patient underwent a total hip revision approximately 25 years post-implantation due to wear of the acetabular liner. The femoral head and acetabular liner were removed and replaced.